Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported exposed sheath splitter was confirmed, as it was designed. The starclose device is designed with the sheath splitter exposed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional neurological coiling procedure. Reportedly, it was noticed the starclose se sheath splitter was exposed before the exchange hub was inserted into the body of the device. The starclose se device was not engaged with the exchange hub and was removed from the anatomy. Hemostasis was achieved with another starclose se device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.